Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. Customer's blood glucose was 124 mg/dl at the time of the incident. Customer stated that they tried to reset the settings but they received a motor position encoder error alarm. Customer stated that they were trying to prime. Customer had a no delivery when they changed the site out. Customer could not confirm the alarms in the alarm history. Customer stated that they do not use the sensor feature on the pump and they are able to complete the rewind sequence. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. No e07 alarm. Unable to verify no delivery alarm due to motor error alarm. The insulin pump passed displacement, basic occlusion and prime/a33 tests. The insulin pump has minor scratched display window and cracked reservoir tube lip.